Event description:
The customer called to report several no delivery alarms during the manual prime. The customer stated she was hospitalized three days prior due to high blood glucose levels over 500 mg/dl. The customer then stated she was just seen at the emergency room today for low blood glucose. The blood glucose reading was not reported for today's event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.